Manufacturer narrative:
It has been indicated that the used catheter will be returned to angiodynamics for evaluation, but it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Bioflo PICC, which had been originally placed on (B)(6) 2017, was removed and replaced on (B)(6) 2018 due to a cracked hub. No patient complications or injury was reported. The used catheter will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked {pasv & hybrid}." No adverse event was identified. As received, the returned catheter had been trimmed to approx. 39cm and was contaminated with bio-matter. The hubs had a needleless connector (not supplied by angiodynamics) attached to it and agreen curos cap connected to the needless connector. (Curos caps have a sponge on the inside soaked with isopropyl alcohol). The complaint was confirmed, as the female luer lock component of the purple valve was seen to be cracked just adjacent to the molded parting line, but does not extend across the luer threads to the hub opening. There were no other visual defects noted to the hub or catheter. A possible root cause for the crack is an over-tightened connection with a mating male luer (likely the needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated overtightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (Pr19679).